Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
It was reported that the patient experienced infection and breakdown of the skin flap. Subsequently, the patient was treated with antibiotics and the site was debrided; however the issue could not be resolved resulting in the decision to explant the device on (B)(6) 2017. There are plans to re-implant the patient; however it is unknown if this has occurred as of the date of this report.